Event description:
A female consumer reported that when she tried to remove the tampon the string came out and the tampon did not. Consumer stated that she had to go to urgent care on (B)(6) 2020 to have the tampon removed. No additional information was provided.